Manufacturer narrative:
This report is submitted on xxxx 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with another manufacturer's device during the same surgery.